Event description:
During a left sfa intervention via right femoral assess, a thrombectomy was being performed with this fetch 2 over a .014 abbot bmw wire. After several syringe fulls of clot was pulled out of the body, the catheter was being removed out of the 6fr cross over sheath. Only a short portion of the catheter was removed. The rest of it stayed in the body. Under fluoro examination, the marker band, or the remaining portion of the catheter could not be visualized to facilitate snaring the remaining portion out of the body. The patient was transferred to the operating room for fem-anterior tibial bypass. During the operation the remainder of the catheter was found and removed. The patient tolerated the bypass well.

Manufacturer narrative:
The customer site stated that the catheter was being removed out of the 6fr cross over sheath. Only a short portion of the catheters was removed. The rest of it stayed in the body. Visually inspected the fetch 2 thrombectomy set and noticed that the catheter was severed in half. Due to the severity of the catheter damage, the break in the catheter tubing could have resulted from a severe kink, which could lead to a complete break of the catheter tubing. Both pieces of the device were returned for analysis. Due to a severe kink in the catheter tubing, the customer site would have experienced performance issues. Regulatory summary: event consists of a broken fetch 2 aspiration catheter during a thrombectomy procedure. The patient is a male of unknown age and medical history. The physician was performing a thrombectomy of the left superficial femoral artery (sfa) via the right femoral access with a fetch 2 aspiration catheter over a 0.014 abbot bmw wire. After several syringe fulls of clot was pulled out from the body, the fetch 2 catheter was being removed out of the 6fr cross over sheath. During the removal of the fetch 2 catheter, only a short portion of the catheter was removed. The rest of the catheter remained in the body. Under fluoroscopy examination, the marker band or the remaining portion of the catheter could not be visualized to facilitate snaring the remaining portion out of the body. The patient was transferred to the operating room for a fem-anterior tibial bypass. During the operation, the remainder of the catheter was found and removed. The patient tolerated the bypass procedure well. The fetch 2 aspiration catheter, including both section of the device, was returned for product analysis. The device was visually inspected and noticed that the catheter was severed in half. Due to the severity of the catheter damage, the break in the catheter tubing could have resulted from a severe kink, which could lead to a complete break of the catheter tubing. The IFU warns the user: "inspect the catheter prior to use for any bends or kinks. Do not use a damaged catheter because vessel damage and/or inability to advance or withdraw the catheter may occur." "Exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking." "When the catheter is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the catheter without observing the resultant tip response." "Never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guide wire against resistance may result in separation of the catheter or guide wire tip, damage to the catheter, or vessel perforation." "Excessive tightening of a hemostatic valve onto the catheter shaft may result in damage to the catheter." This event is reportable as intervention was required to remove the distal portion of the fetch 2 aspiration catheter from the patient.